Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and valve leak and/or damage.

Event description:
Healthcare professional reported deflation. Healthcare professional later reported valve leak and/or damage. The device has been explanted. This relates to the right side.

Event description:
Healthcare professional reported, deflation. Healthcare professional, later reported, valve leak and/or damage. The device has been explanted and replaced. This relates to the right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation and valve leak/or damage: observed, one opening on the diaphragm valve side assessed, as cracked valve seat diaphragm valve. And partial delamination on the valve side assessed, as adhesive failure. Additional observations: crease observed, on the device. Wear abrasion observed, on the device. White particles observed, inside the device. No further actions are required, as no issues with the manufacturing process are observed.